Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a leak. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 3-4. The steerable guide catheter (sgc) was prepared per instructions for use (IFU). During preparation, the physicians had trouble de-airing the guide. Air seemed to be trapped inside the steerable guide catheter. Once satisfied with the de-airing, the dilator was introduced as per IFU. Column was maintained temporarily. The stopcocks were attached properly and closed. The physicians were advised to change the stopcocks and re-prepare the guide. Once again, column was only maintained temporarily. The physician lost confidence in the sgc and chose to exchange it for a new one. The second sgc was prepared without issue and used during the procedure. Two clips were implanted with no reported issue, reducing mr to grade 1. No additional information was provided.

Manufacturer narrative:
All available information was investigated, and the reported issue leak/splash (loss of fluid column during prep) was confirmed via returned device analysis. In addition, it was observed that the hemostasis valve was torn. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information and the returned device analysis, the reported leak/splash (loss of fluid column during prep) was related to the observed torn hemostasis valve. The cause of the torn hemostasis valve was unable to be determined. The investigation evaluated the reported issue, and the engineering group found the root cause could not be conclusively determined as the silicone valve tears could not be replicated in a testing environment. Additionally, there is no indication that the trend is due to design, manufacturing, or labeling. Additional actions will be taken if warranted and will be documented per internal operating procedures. Abbott will continue to trend the performance of these devices.

Event description:
N/a.